Manufacturer narrative:
The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when pulling multiple patient exams, all exams would successfully load except for t1 exams. The exam would either show that it is successfully loaded, but not appear in the patient list, or show a red x on the import page, but the information button was not clickable. This was occurring with multiple patients and t1 exams. There was no patient present when this issue was identified. Related to case (B)(4). (B)(6) has updated to cranial 3.1 since the last incident.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The medtronic representative went back to try to recreate the issue with pulling t2's onto the system and could not get it to fail. The system then passed the system checkout and was found to be fully functional.. If information is provided in the future, a supplemental report will be issued.